Event description:
It was reported that during a tfn case, the surgeon was trying to insert the helical blade, when the helical blade got stuck on the nail and would not advance. X-rays showed the locking mechanism was already in the down position. The tfn nail and helical blade were removed and replaced with a new nail and blade with no further problem. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. An internal corrective action has been opened to address this issue. Actual device was not evaluated; however the product development evaluation is based on previous evaluations for the same problem and same device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The as received condition of the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident in the pocket feature. This manufacturing investigation is being performed as part of stock evaluation 1522. This complaint is being reviewed to confirm that the product is within all final specifications. Product was investigated to the latest design specifications via inspection sheets (B)(4). The damage to the pocket feature prevents measurement of l5, w3 and h1. Since all features relevant to the complaint condition cannot be measured, the complaint is indeterminate. Original awareness date is 08/06/2011: new information was received on 8/15/2013 and 9/6/2013.

Event description:
The fracture was reported to have completely healed. It was further reported a bone graft was not used and there was no postoperative immobility. Patient restrictions were weight bearing as tolerated and elevation of lower extremity.(B)(4).